Manufacturer narrative:
Upon logs review it was confirmed that the case required significant articulation of the bronchoscope to navigate a sharp turn and reach the target. The arms were adding more forces on the roll joint which the roll joint motor was trying to keep up its position. The excessive force was applied to arm 2 that caused the arm to change position and the arms to become misaligned. The field service engineer conducted a physical investigation and did not find any issues with the performance of the arms.

Event description:
It was reported that during a diagnostic monarch bronchoscopy procedure, the physician experienced difficulty while driving through the bronchial anatomy to the target location in the right upper lobe (rul). The patient anatomy required the bronchoscope to maneuver through a difficult/tight sharp turn. The monarch system produced multiple fault codes. The physician was not able to reach the target and elected to abort the diagnostic procedure. There were no reported adverse effects to the patient because of the system issues.